Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-33454. It was reported that post scs trial procedure patient experienced fever and headache. A spinal infection was confirmed. Patient was inserted with a peripheral central catheter (PICC) line and discharged from the hospital.

Event description:
Additional information received identified that the infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.